Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited high pacing threshold. Although x-ray did not confirm displacement but during lead reposition, the tip of the lead showed shifted when it was pulled lightly before the screw was inserted indicating the lead was dislodged. To date, the lead remains in service. No additional adverse patient effects were reported.